Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose as well as diabetic ketoacidosis and received no delivery alarm. The customer¿s blood glucose level was 487 and 326 mg/dl. The customer was treated with a bolus. The customer also states alarm did not occur during fill tubing. Advised to change entire system. The customer declined troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.